Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed and was determined to be use-related. One 5 fr microintroducer was returned for evaluation. An initial visual observation showed use residue on the sample. The dilator was observed to be slightly curved and the distal tip of the sheath was observed to be damaged. A microscopic observation revealed the tip of the sheath was buckled and plastically deformed. The shape, location, and extent of the observed damage suggests the sheath encountered resistance during insertion, possibly due to the insertion angle, inadequate skin nick, or contact with a hard surface such as scar tissue. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during the insertion of the dilator into the basilic vein of the right upper limb, a lot of resistance was observed. Puncture on the first attempt in msd anteriorly in mse trying 3 times, on the third attempt, with vein puncture, blood reflux, introduction of the guide wire effective and without resistance, but without progression of the dilator, presenting a lot of resistance. When the introducer was removed, it was found to have a lacerated tip, making it impossible to use, and no further punctures could be attempted. It was necessary to get a new PICC power kit. In the puncture that was effective (with the second material), after passing the catheter, and removing the introducer, it was found that the tip was also slightly lacerated. The venous network in question was no longer used for a new puncture, in order to prevent harm to the patient. It was necessary to change the dressing on the puncture site every day because the dilator was inserted, to avoid the risk of infection. It was necessary to perform a new power PICC procedure, with new local anesthesia and new materials, on the opposite limb. The progression of the catheter was successful (flow test and reflux present). X-ray performed and catheter released by the doctor, procedure carried out with the help of the nurse. Catheter pulled out 2cm. X-ray evaluated and cleared for use by doctor. This report addresses both devices.